Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) generated an "electrical test fails code #50." There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: h3, h6(device codes), (conclusion code).

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) generated an "electrical test fails code #50." There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed the reported issue. The fse replaced the motor controller board then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) generated an "electrical test fails code #50." There was no patient involved and no adverse event was reported.